Event description:
It was reported that the camera head exhibited a cut in the cable. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the historical data, possible causes include material and mechanical problems like deterioration, stress and wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.